Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported "on/off key inoperable." The evaluation found the pump to power on and off without user input due to a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump's on/off key was inoperable. It was also reported that there was no patient injury.